Event description:
On (B)(6) 2025, the user reported discrepancies between dexcom g7 continuous glucose monitoring (cgm) freestyle libre 3 plus and fingerstick readings 77 mg/dl by fingerstick and 55 mg/dl on the ilet. The agent explained that sensor readings can vary by up to 20% and offered to replace the sensor for accuracy. Later, the user¿s bg dropped to 62 mg/dl by fingerstick, and they treated with peanut butter. The new sensor was paired successfully after warm-up, and bg stabilized, reading 203 mg/dl on the ilet and 264 mg/dl by fingerstick after snacking. The lowest blood glucose (bg) recorded was 62 mg/dl. Bg was corrected with food. Symptoms included sweating, irritability, and lightheadedness. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.